Manufacturer narrative:
D4. Medical device expiration date: unknown . H4. Device manufacture date: unknown. E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facsduet¿ sample prep that there was carry over involving patient samples. The following information was provided by the initial reporter: the processor is not processing the anti-cd20 lyotubes correctly. No problems are observed with tubes of other types. Was carryover happened on patient samples? Yes. Were erroneous patient results retrieved or were no results retrieved at all? Lyric read the samples but the results were not usable. In case of erroneous patient results, were they reported to the clinician? Yes, the clinician was present during the repair, and specimens that failed to process. Successfully were repeated. Were patients treated based on erroneous results? No.

Event description:
It was reported that while using the bd facsduet¿ sample prep that there was carry over involving patient samples. The following information was provided by the initial reporter: the processor is not processing the anti-cd20 lyotubes correctly. No problems are observed with tubes of other types. Was carryover happened on patient samples? Yes. Were erroneous patient results retrieved or were no results retrieved at all? Lyric read the samples but the results were not usable. In case of erroneous patient results, were they reported to the clinician? Yes, the clinician was present during the repair, and specimens that failed to process successfully were repeated. Were patients treated based on erroneous results? No.

Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office contact - (B)(6). G.1 - manufacturing site contact - (B)(6). G.1 - reporting office- becton dickinson and company bd biosciences. H.6 - imdrf annex f code- f26. H6. Investigation summary: based on the investigation results, the reported issue of ¿processor is not processing the anti-cd20 lyotubes correctly¿ was not confirmed. Investigation results that were performed on the indicated failure mode were the following: DHR was reviewed. The product met all the manufacturing specifications prior to release. Potential cause of incorrect processing of anti-cd20 lyotubes could not be determined. The fse performed verification of the instrument and ran various tests with normal results. No one was harmed or injured, and no patients were diagnosed or treated based on any erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.